Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was intermittently unresponsive. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was determined that the pump was functioning as intended. Customer continued using the pump for insulin therapy.